Event description:
It was reported that there was a question as to the cause of the short interval counts (sic.) The patient came in for follow up and the interrogation showed elevated sic counts. It was also reported that observation and routine follow up will be done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - vf=210 ms average v-cycle on (B)(6) 2008. Sensing - interference/noise: ventricular short interval count (sic) equaled 7.2 counts average per day, in 286.62 days, between (B)(6) 2011.